Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jul2020.

Event description:
The customer reported a ventilator with a blower temperature high alarm. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.

Manufacturer narrative:
G4: 29jul2020 b4: (B)(6)2020 information was received that the customer troubleshot with technical support and ran the unit in the shop for 3-4 days with no issues. The unit was return to service. No patient information was provided although requested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.